Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure code 570:320. This condition had the potential to interrupt delivery. This condition was found in the anesthesia department. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer?s reported condition of a colleague infusion pump with failure code 570:320 was confirmed during event history log review. The cause of the reported condition was found to be a depleted battery. No repairs have been performed as the referenced device has been removed from service. Additional information: this is involving a pump with software version 5.04.00 which is categorized as unremediated.